Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an issue with the transmitter. Tandem technical support was unable to verify the abnormality reported. The customer declined to provide additional information regarding the reported issue. Reportedly, the customer received a new transmitter. There was no reported impact to customer's blood glucose level.